Event description:
It was reported that catheter stuck in stent occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. The lesion measured 28mm in length, with 2.5mm proximal, and 2.5 mm distal in diameter. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), a 2.25 x 28 synergy stent was placed in the tortuous area in the right coronary artery (rca) 2 distal to rca 3. However, the proximal side of the stent was not apposed fully to the vessel wall. The balloon was inflated only at the proximal side of the stent and as a result, the proximal side of the stent was expanded in balloon shape and was deformed due to severe calcification. The corner stood/lifted up in the bent part of the stent. It was noted that the opticross imaging catheter was caught and stuck in the bent part of the stent. The imaging catheter was pushed distally once, then attempted to pull out again. However, the device was stuck again at the initial stuck area. Subsequently, the drive shaft was cut and the imaging core was removed from the device. An unknown wire was attempted to be inserted into the device, but the inner lumen was tight. Therefore, the buddy wire technique was not performed. A guide plus wire was attempted to be inserted, but there was not enough space to have the guide plus pass through. Next the device and the guidewire were pulled together which finally released the device easily. No patient complications were reported and the patient condition was fine.

Event description:
It was reported that catheter stuck in stent occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. The lesion measured 28mm in length, with 2.5mm proximal, and 2.5 mm distal in diameter. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), a 2.25 x 28 synergy stent was placed in the tortuous area in the right coronary artery (rca) 2 distal to rca 3. However, the proximal side of the stent was not apposed fully to the vessel wall. The balloon was inflated only at the proximal side of the stent and as a result, the proximal side of the stent was expanded in balloon shape and was deformed due to severe calcification. The corner stood/lifted up in the bent part of the stent. It was noted that the opticross imaging catheter was caught and stuck in the bent part of the stent. The imaging catheter was pushed distally once, then attempted to pull out again. However, the device was stuck again at the initial stuck area. Subsequently, the drive shaft was cut and the imaging core was removed from the device. An unknown wire was attempted to be inserted into the device, but the inner lumen was tight. Therefore, the buddy wire technique was not performed. A guide plus wire was attempted to be inserted, but there was not enough space to have the guide plus pass through. Next the device and the guidewire were pulled together which finally released the device easily. No patient complications were reported and the patient condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device returned damaged/detached in the proximal sheath assembly. A damage was observed in the guide wire exit hole port assembly. No other visual damages were encountered upon visual inspection. A test guide wire (0.014") was inserted and no indication of resistance in tracking the guide wire into of the catheter was noted.